Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.'

Event description:
It was reported the patient had right hip revision. Update per email received: "the products used below were implanted as an antibiotic spacer to treat an acute prosthetic joint infection. The implanted were coated with antibiotic cement with additional antibiotics added (gentamicin/vancomycin). Patient previously had a hemi-arthroplasty about 4 weeks prior to revision procedure."